Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years. (Calculated from the date when the system controller was issued to the patient.) Device evaluation a review of the system controller log files noted multiple low speed and low flow hazard alarm events associated with a red heart alarm condition while the pump was connected to the power module. The cause of the red heart events could not be determined. When the system controller was connected to test laboratory equipment, a replace system controller message was displayed when the alarm reset button was depressed on the device. In addition, the self-test function was unable to be activated via the self-test button. Further analysis revealed an electrically failed component on the system controller¿s main printed circuit board. A cause for the failed component was unable to be determined during the investigation. The log file captured approximately 5 minutes of data where multiple low speed and low flow hazard alarms were active. During these events, the pump speed was fluctuating between 0 and 1440 rpm resulting in the low estimated pump flows activating the low flow hazard/red heart alarm events. The supply voltage and battery gauge/rsoc voltage levels were at the typical operating ranges. A root cause for the component failure and the atypical events recorded in the log file during this time period could not be determined. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that while at home on battery power the patient experienced a red heart alarm with a continuous audible alert noted. The patient's power source and connections were confirmed to be ok. The patient then exchanged to the backup system controller and all alarms cleared. The patient connected to the power module and all pump parameters remained consistent with previous settings. The patient was asymptomatic. During the investigation of the returned device, the log file was reviewed and there was approximately 5 minutes of data where multiple low speed and low flow hazard alarms were active.